Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. A cannula split from the tubing was also found.

Event description:
The customer's mother called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 300 mg/dl compared with the sensor glucose reading of 102 mg/dl. The customer was advised that the difference was not within acceptable range. The customer was advised to remove and change out the sensor with the issue. The customer's sensor was replaced and returned.